Event description:
On (B) (6), 2010, the lay user pt contacted lifescan (lfs) alleging that her one touch ultramini meter was reading inaccurately high compared to her normal readings. The medical surveillance specialist (mss) spoke with the pt on april 21, 2010 and obtained the following info. The pt clarified that the alleged issue began at approximately 8 am on (B) (6), 2010; however, the pt claimed the alleged issue continued on for five days. The pt indicated that her blood glucose readings, which typically fall in the range of "130-148 mg/dl", was now reading between "250-280 mg/dl" with the subject meter. As part of her diabetes regimen, the pt stated that she tests twice a day (morning and evening) and clarified that she takes 10 mg of glyburide twice a day (morning and evening) and 25 units of humalog 70/30 insulin once a day (in the morning). After the alleged issue began, the pt clarified that she increased her 70/30 humalog insulin by one unit, and when her blood glucose was reading higher than normal (in the morning) she would not test her blood glucose in the evening. Specifically on (B) (6), 2010 at 8 am, the pt reported a blood glucose reading of "253 mg/dl" with the subject meter, followed by symptoms of shaking and feeling nervous four hours later. Per the pt, a typical symptom for hyperglycemia and hypoglycemia is shaking. On (B) (6), the pt stated she associated the symptoms as having high blood glucose, based on her reading 4 hours prior. The pt denied testing on the subject meter at the onset of her symptoms and administered self treatment by taking 26 units of humalog 70/30 insulin. The pt indicated that her symptoms would only last for a short period of time. In addition, the pt confirmed that she received her replacement meter and her blood glucose readings (with the new meter) are within her normal "130-148 mg/dl" range. At the time of troubleshooting, the cca verified the correct unit of measurements on the subject meter and noted that the pt did not have control solution at the time of the call to test the reported products. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.